Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. The t:slim cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. The t:slim cartridge user guide states: "do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin."

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. There was no impact to the customer's blood glucose level. The customer was able to refill and load the original cartridge successfully resuming insulin delivery. Tandem technical support instructed the customer regarding cartridge/insulin labeling.